Manufacturer narrative:
This device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage, with a distal strut in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24jan2020. It was reported that crossing difficulties were encountered. The 79% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. After the lesion was pre-dilated with a 2.0x15mm non-bsc balloon catheter, a 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.